Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, the event was reported to have occurred a few weeks before the report. The customer reported a second phone number of (B)(6). The unknown lot number could have been produced in either (B)(4). The addresses for both manufacturing sites are: baxter healthcare (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was discarded by the customer and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink buretrol solution set leaked from where the drip chamber meets the buretrol chamber. This occurred during priming. There was no patient involvement. No additional information is available.